Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a watchman flx laa closure device was implanted. The patient completed the instructed 45 days of warfarin and aspirin after implantation. Approximately two years post-implant, the patient underwent elective open heart surgery for severe mitral valve regurgitation and moderate to severe aortic valve regurgitation. Intraoperative incidental finding of a thrombus was discovered on the face of the watchman closure device measuring 2x2cm which was treated with laa and closure device resection.

Manufacturer narrative:
Date of event: estimated as 01/01/2022 as the published date for the article is noted as may 2022. Literature citation: kashif malik md; rong bai md, fhrs; damir vukomanovic md; alicia taase md; eleanor kitchell md; rinku skaria md; roderick tung md, fhrd; kenith fang md and michael s. Zawaneh md (may, 2022). Intra-operative findings with massive device-related thrombus after percutaneous left atrial appendage closure: mechanistic insights. Heart rhythm, vol 19, no 5, may supplement 2022.